Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and the mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted there was a small piece of apparent mesh herniated through the defect and attached to the hernia sac. It was reported that the patient experienced severe pain, scarring and mesh migration. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/17/2022. Additional information: a2.